Manufacturer narrative:
Failure event was observed during analysis. Automatic test equipment (ate) was used and found failures on the right ventricular channel. Bench testing also found the implantable cardioverter defibrillator exhibited higher than normal high voltage lead impedance (hvli). The cause of high hvli and ate failures were isolated to the u1 ic anomaly.

Event description:
This report is to advise of an event observed during analysis.